Event description:
Pt said he was moving the mavig shield when the arm broke away from its mount, and the assembly hit his knee causing him to seek treatment in the emergency room. He was later assigned "light duty" for the next four shifts.

Manufacturer narrative:
Requested the device from the hospital but they believe it has been disposed of.